Manufacturer narrative:
Additional information was received indicating that the reported event occurred during testing; there was no patient injury.

Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a crack on lower left corner of top case, cracked right plunger case and counterfeit bottom case. Event log history indicated that check clutch/plunger lever was found recorded in history. During analysis, check clutch error was found during occlusion test. It was noted that clutch halves were found popping and slipping due to normal wear and this was the cause of the reported issue. Service replaced leadscrew and clutch halves, performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be normal wear.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited check clutch error. No adverse effects were reported.